Event description:
It was reported that the patient's blood glucose (bg) levels reached 300 mg/dl, while wearing the pod on the leg between 36 and 48 hours. A manual insulin injection was administered to treat the hyperglycemia and a new pod was applied.

Manufacturer narrative:
During investigation, the external and internal portions of the soft cannula were found to be torn due to the formed needle tip piercing through the side of the soft cannula. It could not be conclusively determined when or how this damage occurred. The download data does not contain any timeouts or drive stalls that would indicate a failure to deliver insulin. No other damages or manufacturing deficiencies were found that would result in the device failing to deliver insulin. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.